Event description:
It was reported that an ilet user experienced a period of hyperglycemia with a maximum reported glucose of 236 mg/dl, noted as stable at the time of contact and trending down after an earlier supply change using an inset infusion set; cause was unclear and no device alarms were reported. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included no need for assistance, no medical intervention, no hospitalization, and no ketone testing. Investigation included customer support troubleshooting and education with follow-up to confirm glucose was returning to range. Investigation of this case revealed no device alarms or alerts and no identified device malfunction based on user report and trend improvement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.